Event description:
A physician reported a pt who was implanted into the upper and lower vermilion borders on 13 november 1997. On 24 november 1997, the pt developed inflammation at the right lower vermilion border. On that date, the physician prescribed oral cipro. On 2 december 1997, symptoms persisted, and the physician trimmed the end of the implant and tucked it into the subdermis. He believed the implant was extruding. On 5 december 1997, the implant had again extruded, and the physician removed it. The pt was seen several times since the explantation and was doing well without pain or discomfort area and the area was healing well. She was last seen on 12 december 1997 with the lower vermilion border healing well. In a letter and a telephone conversation subsequently, the pt alleged she had residual pain and numbness in the lower vermilion border. Approximately 6 weeks after the last visit, another physician placed an alloderm implant into the pt's lower vermilion border.